Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument jaws were not aligning. The instrument jaws were not closing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier instrument was inserted into the patient and moved toward patient's tissue. The instrument was unable to clamp the clip. After the customer removed the clip applier instrument, the customer observed that the jaws did not align. There was no unintuitive motion. The customer swapped to a backup instrument. There was no patient harm, and the customer completed the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.